Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left iliac artery. During advancement of the 5.0x80mm armanda 35 balloon dilatation catheter (bdc) resistance was noted with anatomy when crossing over into the aorta. Part of the actual balloon separated. The separated portion was attempted to be snared several times; however, it was unsuccessful. The separated portion remains in the patient ,but was noted to be doing well. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na